Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked display screen that initially functioned but subsequently became nonfunctional, while blood glucose remained stable and the user continued cgm use as normal. Symptoms included no reported adverse clinical effects. Outcomes included no interruption in therapy requiring medical intervention and no hospitalization. Investigation included internal case review and replacement logistics and inspection of the returned device. Investigation of this device revealed device damage consistent with physical impact leading to screen failure, implicating the display assembly as the affected component with performance failure due to accidental damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.